Event description:
Same case as MFR#2134265-2012-03078. It was reported that during a treatment procedure, a shaft fracture occurred. The physician advanced a 2.0mmx100mmx150cm coyote balloon catheter on the 300cm choice pt es guidewire. Halfway to the target lesion, the devices met with significant resistance. The physician attempted to withdraw the devices but was unsuccessful and the shafts of both devices fractured outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found there were numerous shaft kinks. The inner shaft was separated adjacent to the guidewire exit notch. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. There was a circumferential balloon tear 4 mm from the proximal balloon bond. The entire length of the inner shaft was stretched and buckled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).